Manufacturer narrative:
(B)(4). (B)(6). Journal : manara, j r; mathews, j a; sandhu, h s (2017). Cable plating with a single strut allograft in the treatment of periprosthetic fractures of the femur: cable plating and single strut allograft in periprosthetic femur fractures. Hip international, pgs 1-7. Doi: 10.1177/1120700018761519 this follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-03550. Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product not returned.

Event description:
It was reported in a journal article that one (1) patient who underwent femoral peri-prosthetic fracture plating required a revision procedure due to construct failure. It was noted that the screws were unicortical and did not have sufficient bone purchase. Patient had a long stemmed femoral component placed to bypass the fracture site.